Manufacturer narrative:
The pusher was the only component received for evaluation. The investigation of the returned coil system found the implant to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that after preparation, the embolization coil was inserted into the patient's body in a normal procedure when the physician noticed that the implant coil was not attached under fluoroscopy. The coil was not used and replaced with another coil to continue the procedure, which was successfully completed. There was no harm or injury to the patient.

Manufacturer narrative:
A search for non-conformance's associated with this part/ lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis; however, investigation is not complete and still ongoing. A supplemental repot will submitted when investigation is complete.